Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited noise and oversensing on the rv tip to rv ring and rv tip to rv coil configurations. Several locations were attempted with this lead and several manipulations of the lead were made including prolapsing the lead at the coil area by 180-degrees. The noise seen subsequently after several lead manipulations was due to a suspected lead issue. It was also reported that the doctor was unable to engage the setscrew on this implantable cardioverter defibrillator (ICD) with the wrench. Several attempts were made including extensive coaching by the field representative and using multiple wrenches. A new device and new lead were used per physician request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID ddbb1d4 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Further review revealed the event date was inadvertently left off of the initial medwatch report. The event date has been added to this report.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.